Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving lost sensor alerts. Upon checking the insulin pump history, the customer had received multiple alarms, including displayable history failure, unexpected restart, and signal too low alarms. The customer's blood glucose was 176 mg/dl. Nothing further reported.